Event description:
A right heart catheterization was performed to confirm the validity of the pressure sensor readings. The sensor pressures matched the pressure readings from the catheter and the sensor was not recalibrated. Readings were observed under the manufacturer's patient care network database.